Manufacturer narrative:
Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress.

Event description:
Reference number (B)(4). Event occurred in egypt. It was reported that patient experienced high blood glucose (bg) event on (B)(6) 2026. The blood glucose (bg) was 360 mg/dl and got treated via insulin pump. The blood glucose (bg) was high for 3-4 hours. No further information available.